Event description:
Received information of air bubbles in the luer lock. Customer's blood glucose level was elevated. Reportedly, the customer's blood glucose level lowered after removing air bubbles from the luer lock.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.